Manufacturer narrative:
The event of high impedance was reported to abbott. The leads/extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that the patient underwent a full system replacement due to high impedances on both leads and a depleted ipg. No complications therapy was restored.